Event description:
During laparoscopic appendectomy the endo gia ultra universal stapler, the stapler got stuck together, so it could not be reloaded. I tried to take it apart to reload a new staple row, another tech and registered nurse (rn) and the surgeon tried, but none of us could get it detached. The button was stuck and not moving at all. There was a short delay in care because an employee in the core had to go get us a new stapler mid surgery. The stapler's lot # is p3c0610, expiration date 2028-02-29. The delay in care was brief, around 90 seconds under anesthesia.